Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They are shredding inside- vagina [foreign body in reproductive tract] shredding: tampon [device breakage] . Case narrative: consumer reported via e-mail that the tampon is shredding. No serious injury reported.